Event description:
The customer reported on (B)(6) 2014 at 2:32 pm she activated a new pod. At 10:58 the pod was deactivated. She stated that the cannula looks like it was not inserted into her skin and it was lying flat against the pod.

Manufacturer narrative:
The product was not returned for eval. The user reported that the cannula was not inserted correctly into the infusion site. This condition could interrupt delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.